Event description:
It was reported that during a laparoscopy the device did not operate correctly. The jaws closed and then would not open again. The cord had to be cut so that the handle could be pried open to remove from the patient, and the handle was probably broken trying to open the device. Another device was opened and used without incident. There was no patient injury.

Manufacturer narrative:
The device was received by the manufacturer and is undergoing evaluation. A supplemental report will be sent when the evaluation is complete.